Event description:
It was reported that patient experienced repeated cartridge change errors after pump had fallen into water the previous day. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to inspect and clean pump components, attempt cartridge loading, and complete a new cartridge fill, but issue was not resolved, so pump was replaced.